Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2014 ¿ november 19, 2014.. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph was unable to identify objective evidence of a leak at the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.